Event description:
It is reported that the instrument was damaged during normal use.

Manufacturer narrative:
Evaluation summary: the cause of the fractured spike appears to be the result of numerous impacts. As returned, one of the spikes has fractured off at the arm. Several of the device edges, including the impacting head, indicate the instrument has been used numerous times over the potential field age of just 4 years. The device appears to be conforming to manufacturing specifications and the manufacturing records are in order without any anomalies.